Event description:
It was reported that device entrapment occurred. The 80-90% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for use. Post deployment, upon removal, the stent delivery system became stuck with the non-boston scientific protection device. Entire system was removed including guidewire and protection device. The wire was cut to remove delivery system from wire. There were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h, device manufacturers only.

Manufacturer narrative:
E1 - initial reporter email: updated.

Event description:
It was reported that device entrapment occurred. The 80-90% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for use. Post deployment, upon removal, the stent delivery system became stuck with the non-boston scientific protection device. Entire system was removed including guidewire and protection device. The wire was cut to remove delivery system from wire. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment occurred. The 80-90% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for use. Post deployment, upon removal, the stent delivery system became stuck with the non-boston scientific protection device. Entire system was removed including guidewire and protection device. The wire was cut to remove delivery system from wire. There were no patient complications as a result of this event.